Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a q-syte extension set was found to be damaged during use. The following was reported by the initial reporter: "it was reported failure of the q-syte extension sets to infuse fluids, he septum of the needle less connector would not split verbatim: per bd sr engineer e-mail 3/25/2021 hello, septum¿s failure modes and appropriate effects are thoroughly captured in rm5699, q-syte standalone peura. An example is pasted below: (please check the attached e-mail named response) our sr writer, forwarded this article to me as he attached study came up in the lit. Search for the clinical evaluation report on q-syte extension sets. This is a new study published in 2021, so it was not included in prior cers or query responses. The study is a case series describing failure of the q-syte extension sets to infuse fluids. The authors found that occasionally the septum of the needleless connector would not split; they also propose a malfunction rate of 5 / 1,000 cases. I have copied the product complaints group email as this likely needs to be entered as a complaint as it does describe patient harm from what is considered a qsyte malfunction ¿ repeat ivs and pain. The attached study came up in the lit. Search for rtf195 q-syte extension sets. This is a new study published in 2021, so it was not included in prior cers or query responses. The study is a case series describing failure of the q-syte extension sets to infuse fluids. The authors found that occasionally the septum of the needleless connector would not split; they also propose a malfunction rate of 5 / 1,000 cases. I wanted you to be aware of this study, since 5 / 1,000 seems like a high rate of failure."